Manufacturer narrative:
Philips has investigated the complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system host computer was unable to boot which had impact on system booting. Upon troubleshooting, rse found that the equipment was not performing 3d and CT acquisitions, and the host pc was not turning on along with the equipment. To resolve this issue, rse instructed customer to cleaned the connections, completed the startup tests, adjusted the date and time settings and technical room temperature. After that, the system was returned to use in good working order.

Event description:
It was reported to philips that the system's host computer was unable to boot, which can impact system booting. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.